Manufacturer narrative:
A partial lead with the connector pin measuring 6.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented with high pacing lead impedance. The lead was capped and replaced. A portion was returned for analysis. There were no adverse consequences to the patient.